Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps in the tubing coming from the cartridge. The customer's blood glucose level was 200 mg/dl and it was addressed with a bolus. Recommendation was made to prime the tubing until air is removed.